Event description:
It was reported that the patient presented via merlin.net transmission. The patient received an alert for low lead impedance on the left ventricular lead. The patient notifier was turned off and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.